Event description:
Reporter alleged obtaining the results of 451 mg/dl and 172 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he took 20 units of regular novolin 43 minutes prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.